Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The device could not be charged nor linked. The device was no longer functioning due to asic-u2 damage. The sleep current measured high and the vh impedance measured low resistance. It was reported that the symptom appeared after the previous procedure where an electrocautery was used. Due to the device damage, the patient data was not retrieved.

Event description:
A report was received that the patient's ipg would not hold a charge and was having difficulty communicating with the remote control following a revision procedure wherein an electrocautery was used which ended popping the battery. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04)